Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel was found damaged. The overlay for the control panel was peeling off and the caution label had faded. Additionally, a b30 scope communication was noted during testing. A non-olympus brand lamp was installed on the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the front panel of his evis exera iii xenon light source was damaged. According to the initial reporter, the screws to the heat sink had stripped out and the front panel was damaged. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial report claimed the reported event as the damaged front panel. However, since that report, the initial reporter has provided additional information noting that was not correctly reported to olympus. Furthermore, as the device evaluation revealed a b30 scope communication error code, this event will stand as a reportable malfunction. Should further information be provided prior to the conclusion of the investigation, another supplemental report will be provided.

Event description:
Additional information was received from the initial reporter noting that 'there were no failures reported with the olympus light source'. Initial reporter claimed that he changed out the light bulb when he discovered the keypad needed replacing.